Event description:
It was reported that pump screen was scratched, which obscured display and prevented alert from showing when insulin ran out, hindering therapy. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional corrective actions or outcomes were reported.